Manufacturer narrative:
The reported event of stylet was stuck in the lead was confirmed. The other reported event was catheter system was too tight to allow the lead to advance. As received, a complete lead with stuck stylet was returned in one piece. The ptfe coating of the stylet was found stripped and bunched up inside the inner coil at the distal end of the connector pin. The cause of the reported event is isolated to the stripped stylet ptfe coating found inside the inner coil at the connector region. Catheter insertion test was performed using an inner catheter. The lead could be inserted and removed successfully from an inner catheter without difficulties. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, left ventricular (lv) lead was difficult to be placed due to patient¿s anatomy. Outer and inner catheter was used but too tight to allow the lead to advance. The target was sub-selected with outer catheter and the lead was delivered successfully. Soft stylet was inserted before cutting outer catheter, but stylet was then stuck in the lead. While the stylet was being removed, terminal pin and inner conductor was pulled outside the lead. The terminal pin was detached, and the internal conductors were pulled from the inside out due to the stuck stylet. The physician aborted procedure due to lead malfunction and not wanting to expose the patient to more fluoroscopy and increased risk of infection. Patient¿s condition was stable.